Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose read "high," though the specific value remained unknown. To address the high bg, the customer administered a correction injection via multiple daily injections (mdi). Reportedly, the customer changed the infusion set and cartridge, and resumed insulin use.